Manufacturer narrative:
Investigation revealed that the surgical guide does not accurately reflect the trajectory in the treatment plan because proper registration was not applied to the guide mold during the guide mold creation. Corrective action is being taken to ensure that these kind of mistakes are caught in qa process.

Event description:
Doctor visually inspected the surgical guide and determined that the trajectory was off. Surgery has not occurred yet. He wants a remake guide made from new model.